Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted no blood visible, which is consistent with no advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The inner diameter of the guide wire exit notch met manufacturing criteria. The tip was stretched distal to the clear gap. The tip was torn and the material at the tear was stretched and jagged. The inner diameter of the tip could not be measured due to the noted damages. The guide wire used during the procedure was not returned. A new guide wire was used to backload through the returned sds, but would not advance past the tip damages noted. In this case, there was no damage noted to the sds during inspection prior to use, and there was no resistance reported during removal of the stylet, which suggests a product deficiency did not contribute to the reported difficulties. It is most likely that the stretched tip occurred as a result of interactions with the guide wire; and the subsequent difficulty to remove the guide wire was a result of the tip damage. Further damages (tears) to the tip most likely occurred as a result of interactions with the scalpel reportedly used to remove the guide wire from the device. There is no indication of a product quality deficiency. Factors that may contribute to resistance with the guide wire, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter, and accumulation of blood or contrast. Other factors may include anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the guide wire. Additionally, factors that can contribute to tip damage include, but are not limited to damage during manufacturing, removal from packaging at the account, handling during preparation, handling during use, and/or during insertion of the guide wire. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. All stent delivery systems are visually inspected for proper guide wire movement and tip damage during, including at the point where the protective sheath is placed over the balloon prior to packaging during the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile integrity.

Event description:
Reportedly, after the xience v was loaded on the guide wire, it was noted that the tip of the stent delivery system was flared. The device was removed from the guide wire with a scalpel. Another xience v was used successfully with the same guide wire. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.